Manufacturer narrative:
Evaluation conclusion and result codes device evaluation summary: the following part was returned for failure investigation: exhalation valve assembly a review of the ventilator diagnostic logs was performed with no errors observed. The exhalation valve assembly was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) inspected the device and confirmed the reported issue. Fse replaced the exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the backup ventilation test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.